Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side ¿rupture confirmed with an ultrasound¿ and ¿deformed," "pain¿, ¿burning¿, ¿whole body hurts¿, and ¿pressure above rib cage," "itching," "anxiety," "depression," and "sitting higher than the other." Patient additionally reported "don¿t sleep¿ and ¿high blood pressure," and ¿can¿t breathe" all not related to the device. The device remains implanted.